Manufacturer narrative:
(B)(4). Maude report number: # mw5079721. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide more event details on how the stapler was jammed? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure ¿used stapler once and on second reload, it would not fire, tried to manually override but stapler was jammed".

Manufacturer narrative:
(B)(4). Additional information requested and received: was there any injury to patient or change in post-op care due to issue experienced with device? ¿I do not really recall this case, which was over 3 months ago. I do not recall the stapler having any long term injury to the patient. If memory serves, the jamming occurred outside of the body, not on tissue. But given how long ago it was, it is hard for me to comment any further.¿